Event description:
The ivtm therapy was initiated using the thermogard console (sn (B)(6)). Two days later, the console displayed a tcmid:05 (coolant diff failure) message, followed by a tcmid:07 (coolant temp high) message. Although the console was rebooted, the same error messages (tcmid:05 and tcmid:07) reappeared two minutes later. The device was subsequently rebooted four additional times, each time showing the tcmid:07 message. Due to the persistent errors, the customer discontinued use of the thermogard console and continued therapy using a non-zoll system (blanketrol). No patient injuries were reported.

Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) messages were confirmed during the review of the event logs but were not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed two instances of tcmid:05 and six instances of tcmid:07 error messages, thus confirming the reported complaint. The thermogard console passed all functional tests with no issues. The reported complaint was not reproduced during testing. The console was tested, and no issues or errors were observed; the console functioned as intended. Waiting for customer approval to complete the service.